Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin. Tandem technical support educated the customer this is off label insulin use.